Manufacturer narrative:
Unit received compromised force sensor system alarm during basic occlusion test due to faulty back pressure sensor (gold). Unable to verify motor error alarm due to compromised force sensor system alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. Blood glucose level at the time of the incident was not provided the customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.